Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One sample was provided for investigation. Upon evaluation of the unit, leak testing was unable to be performed due to the absence of the spike. Based on the provided event description - "tubing was primed and set up for the patient for about 30 minutes, and when cht came to the station to begin treatment, there was a puddle of saline." This suggests that the spike was present during the initial setup and priming. Therefore, the reported issue was not confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Five retains from the reported lot number were tested and passed per specification. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400729381. The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: reason of complaint: tubing was primed and set up for patient for about 30 minutes and when cht came to station to put the patient on treatment there was a puddle of saline. The lines were inspected and appeared to be leaking from the tubing connection near the arterial pod. No injury reported.